Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Complaint number: (B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal mesh erosion with excision/removal, rectocele, enterocele, posterior colporrhaphy with enterocele repair, placement of mesh, chronic small bowel obstruction, pelvic abscess, chronic small bowel perforation, laparoscopic lysis of adhesions with small bowel resection x2, sigmoidoscopy, chronic stricture secondary to acute diverticulitis, infectious/inflammatory colitis, constipation, moderate biliary ductal dilation, hypervascular lesions within the dome of the right hepatic lobe, mild intrahepatic biliary dilatation, drainage of pelvic abscess, hiatal hernia, CT findings suggestive of sigmoid colon malignancy, gastroenteritis, extensive vascular calcification, cystocele, frequency and urgency of urination, suprapubic pressure, sling erosion, overactive bladder, urge incontinence, abdominal pain, diarrhea, urinary tract infection, sepsis, left mainstream bronchus mass, ischemic stroke, pleural effusion, femur fracture, and pneumonia.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal discharge, stress urinary incontinence, leakage, bulging in the rectum through the introitus, straining with bowel movements, required nonsurgical and surgical interventions such as urinary antispasmodics, antibiotics and colonoscopy.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pelvic organ prolapse, pain, vaginal pain, dyspareunia, anxiety, nausea, vomiting, weakness, fatigue, mesh complications, failure of implant, foreign body in patient, perforation of organ, limited activates, loss of sexual relationship, hypotension, peritonitis, bladder and vaginal infections.